Event description:
It was reported that the device had gone into hardware vvi mode. The patient had not been seen in the clinic since 2007. It was noted that the device may have reached eri. The device was explanted.

Manufacturer narrative:
No medwatch form was received.